Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary (B)(6) 2015, (B)(4): the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was rising. Analysis of the device memory indicated the impedance on the rv was beyond the expected upper range. Analyst commented, beginning (B)(6) 2015 rv pacing impedance measured 1026 ohms which has been steadily rising from 399 ohms. On (B)(6) 2015, impedance was 1159 ohms. Beginning (B)(6) 2015, rv capture threshold has been rising up to 2 volts from approximately 1 volts.<(><<)>end>. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high, rising impedance, rising thresholds, and fracture. The rv lead remains in use, and will be monitored. No patient complications have been reported as a result of this event.